Event description:
During acl reconstruction, the surgeon laid the device down on the pt and connected it to the power unit. The device got hot although it was not in operation.

Manufacturer narrative:
All functions check good, no problem found.